Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section b3 date of event: unknown section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Section h3: our field service engineer (fse) was onsite for a system check. No problem was found. System performing to specifications. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported wound burns and corneal edema affecting multiple patients while using the veritas system. No further information was provided. Note: this is report 1 of 4..

Manufacturer narrative:
Corrected data: based on further review of the complaint file, it was noted that the device manufacturer information was not included on the initial medwatch report. The following sections have been updated accordingly. Section h4. Device manufacturer date: aug 27, 2021 section h6. Investigation findings: 114 - operational problem identified section h6. Investigation conclusions: 19 - cause traced to user. Our clinical applications specialist provided instructions. It was determined to be user error. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.